Manufacturer narrative:
From the analysis conducted during this investigation, it was concluded that the proximal portion of the imhs cp nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to (1) excessive patient activity levels prior to full bone union, (2) applications of loads in excess of the material's strength, and/or (3) poor bone quality. There was also a fracture noted at the distal slot of the imhs cp nail. Since the fracture did not propagate through the entire cross-section of the distal portion of the nail, no analysis of the distal fracture surface was possible. No material or manufacturing deviations were found during this investigation.

Event description:
Revision surgery was reported due to breakage of the nail.